Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 478 mg/dl. Customer¿s mom reported that this is not the first time it has happened. Customer¿s mom stated that the son's high blood glucose level started yesterday around 5 pm he was at 311 mg/dl. It then he came down to around 200 mg/dl but then went back up to 286 mg/dl around 9 pm. Around 11 he was at 300 mg/dl according to the sensor. The do not fill the reservoir up all the way. The customer was assisted in performing a 5.0u fill cannula and insulin exited. Customer was able to remove set at this time to test site portion of infusion. Customer stated that the cannula was not bent. Customer declined to high blood glucose troubleshooting. The insulin pump will not be returned for analysis.